Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture post valve deployment cannot be determined. In addition to the procedure itself, patient factors (female gender, advanced age, steroid use) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), prior to a transfemoral tavr procedure, mild calcification on the native cusps was noted. During the tavr procedure, a 23mm sapien 3 valve was deployed with nominal volume. No paravalvular leak (pvl) was observed post deployment. However, 5 minutes post valve deployment, the patient hemodynamics began to deteriorate. Tee showed a pericardial effusion and aortography showed contrast solution ¿flowing out¿. Pericardial drainage was performed and a drain tube was placed. The patient¿s vital signs remained stable, but a ¿small¿ bleeding persisted. No changes were observed after 1 hour of monitoring and the patient was transferred to the ICU with the drain tube in place. The patient continued to receive fresh frozen plasma (ffp) and platelet concentrate (pc). Five (5) hours post procedure, the patient¿s condition was stable. The patient will continue to be monitored and managed with low blood pressure control. The native annular valve area measured 350mm2 to 360mm2 by CT. Mild calcification from the left coronary cusp (lcc) to the left ventricular outflow tract (lvot) was reported.